Event description:
Alleged a psychiatric ward patient used the cord from the harbor glen desk carrel light to hang himself.

Manufacturer narrative:
The facilities risk manager has not returned hill-rom's attempts to perform an investigation.